Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the ipp was replaced with a spectra penile prosthesis (spp). The patient did not experience any further complications and was doing well after the surgery. It was stated that the explanted device lot numbers are unknown. No more information available at the moment, further information was requested. It was further reported that the infection was confirmed during the procedure; however, there was no device malfunction. No more information available at the moment. Should additional information become available, it will be provided.